Event description:
It was reported that the rv lead displayed an increase in capture threshold and an increase in pacing lead impedance. The lead was capped replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 14.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.